Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type lead; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient's stimulator 'does not work.' The patient had expressed frustration with the whole process and the stimulation system. It was stated that the patient's implant has not 'worked' for two years. It was reported that the patient has not had stimulation for two years and she could not remember if she had turned the stimulation off or if it just stopped working. The patient did not want stimulation on because it would it produce a 'sharp pain' in her pelvic area. The last time the patient met with her doctor or medtronic representative was in 2009. The patient also experienced a loss of therapeutic effect. It was stated that when the patient was initially implanted in 2006 she got relief for 'a couple of years' then 'it all went downhill after that.' The patient did not express faith in her doctor and stated that she had found a different doctor who was familiar with interstimulation. Further information has been requested. If more information is received a follow up report will be sent. Refer to manufacturer report # 3004209178-2013-01333. The patient has two devices and it was unknown which device had the complaint. Refer to manufacturer report #3007566237-2013-00377 for information on a related event.